Event description:
A malfunction alarm, identified by code malf 12, was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support decided to replace the pump, instructing the customer to put the pump into storage mode and return it using a pre-paid label within 10 days, while the customer continues using the current pump as backup therapy.